Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the cuff detached from the catheter was confirmed, and the cause appears to be use related. An 8 fr groshong single-lumen catheter was returned for investigation. The catheter was received without the stylet. The overall length of the catheter was 51.5cm. The surecuff was received separate from the catheter. A microscopic examination of the cuff revealed nothing remarkable. Adhesive remained attached to the catheter at the 24cm depth mark. The pattern from the cuff weave was visible in the adhesive that remained on the catheter, which indicates that the cuff had been adhered to the tubing. A tactual investigation revealed elastic weakness in the 8 fr tubing between the 23 and 27 cm depth marks, which indicates that the catheter was stretched in the area of the cuff. A functional test revealed that the catheter was patent to infusion and no leaks were observed. It was reported that the cuff detachment was observed after pulling the catheter through the tunnel. The IFU indicates to not use the catheter if there is any evidence of mechanical damage. The IFU also indicates that the catheter must not be forced during insertion. Instructions are provided to provide smooth passage of the cuff through the subcutaneous tunnel.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0771 showed one other similar product complaint from this lot number.

Event description:
Facility reported to the sales rep that during the procedure the nurse was pulling the tunneler and noted that the cuff was not attached to the catheter. The procedure was stopped, catheter was removed and a dual lumen groshong catheter was placed. No patient injury was reported.